Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. It was noted that the infusion set¿s cannula was kinked. The customer¿s blood glucose level during admission was 586 mg/dl. They were unsure if the customer was wearing the insulin pump at the time of admission. The customer had diabetic ketoacidosis. The customer was still hospitalized at the time of the call. The customer¿s current blood glucose level was 285 mg/dl. The device will not be returned for analysis.